Event description:
Patient fell approximately two weeks from the date of his posterior lumbar fusion surgery (s1-l3). The patient started to experience weakness in his leg after this fall. A follow up visit with the surgeon revealed that the patient had seroma around the operative site as well as a set screw that had backed out of one of the s1 pedicle screws. The patient underwent a revision surgery for the seroma and the surgeon replaced the set screw at the same time.

Manufacturer narrative:
According to the operating surgeon the revision was due to the seroma and stated that he would not have revised for the set screw only. A film was sent to pioneer surgical revealing the set screw loose. The removed set screw was returned to pioneer surgical and was found to be within specifications. Witness marks show that the set screw was threaded into the pedicle screw but only came in contact with rod on one side of the implant. This would signify that the rod was either not fully through the pedicle screw or was on an angle that did not allow the rod to be fully compressed into the pedicle screw. In the surgical technique there is a note that states "ensure rod contouring places the rod segment within polyaxial screw yoke. Improper rod contouring may result in exceeding the +/- 30 degrees or 60 degrees conical range of motion of the polyaxial screw. Exceeding these limits may inhibit proper locking..." In another portion of the surgical technique it says that the surgeon is to "verify that the rod is in position using a/p and lateral fluoroscopy. Ensure that the rod extends slightly beyond the cephalad and caudal ends of the screw head." Other issues could have contributed to the set screw coming off. One of these is that the patient's fall could have affected the construct. Pioneer surgical has identified this risk and documented in the IFU that "no implant and screw system can withstand the forces of sudden dynamic loads such as falls or other accidents." Another factor that could have contributed to the set screw coming off is the patient's weight. In the IFU pioneer surgical states that "the physician/surgeon should consider... Patient weight... Which may impact the performance of the system." Also, in the patient selection portion of the IFU it states the risk of patient weight on the system: "an overweight or obese patient can produce loads on the device which can lead to bending, loosening or breakage of the appliance and could compromise the operation." Pioneer surgical did not get the rod or the pedicle screw back because they were left implanted in the patient.